Event description:
The patient reported, that the scs system had bene removed due to onset of infection. The exact date of explant was unknown. Additional information has been requested from the physician.

Manufacturer narrative:
.